Manufacturer narrative:
1. DHR/bhr review(lot#2018027): 1)this batch of products were assembled at intima ii auto line 4 in february 2022, and packaged at cfs package line in february 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products are 2014940, 2014941, review the raw material inspection records, no abnormalities. 2. No actual samples and photos returned. 3. Take the retained sample of the complaint batch for relevant functional testing: 1)45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2)prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. The prn can withstand 45psi of pressure during use. If the pressure is greater than 45psi, the prn may be damaged. 5. Sku#383012 is an intima ii product (pvc extension tubing, y connection site), which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the rupture of the top of the prn may be related to the incorrect use of the product. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii plus leaked with power injection. The following information was provided by the initial reporter; evaluate the patient's vascular condition, check the quality and validity period of the venous indwelling needle, intact and undamaged within the validity period, and correctly use the venous indwelling needle for puncture, tighten the heparin cap and white cap after fixing the indwelling needle, there is no redness, swelling and no bleeding and exudate at the puncture site, after connecting the high-pressure syringe and the imaging operation technology, first try the indwelling needle with saline, the nurse cooperates with the needle test in the examination room, the patient does not feel uncomfortable during the trial process, there is no abnormality in the selected puncture blood vessel, the top of the heparin cap is ruptured in the process, the sealing clip is closed in time, and the heparin cap is replaced. The needle test was continued again, the needle test was successful, and the normal enhanced CT operation was carried out, and there was no other abnormality after the operation.